Manufacturer narrative:
(B)(4). The unit was evaluated at the philips repair bench and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site.

Event description:
The customer reported that the unit failed to power up on ac or battery power. There was no report of patient involvement.